Event description:
Discordant, falsely elevated troponin results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse performed a total service call. The cause of the discordant, falsely elevated troponin results is unknown. Siemens is investigating this issue.